Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged anterior knee pain and or instability. Revised using a 12mm insert. Allegedly the main reason for revision was patella resurfacing- 35mm trig patella used.